Event description:
It was reported that the pump alarmed frequent gas alarms. As a result, the pump was exchanged off the pt. There were no reported patient complications. The field service engineer found the augmentation valve to be sluggish and replaced it. The augmentation valve is being sent to everett.

Manufacturer narrative:
Evaluation: the augmentation valve was returned and received at everett. The pump manufacturing engineer examined the augumentation valve. No defects were found other than leads that were cut when valve was removed. The valve was bench tested for leakage, flow and activation/deactivation time. The valve functioned normally when tested and it was not possible to duplicate the reported failure. A device history record re-review was conducted on the reported intra-aortic balloon pump serial number and it met all specifications and passed all in-process testing. As it was not possible to duplicate the problem, the root cause of the reported defect is unconfirmed.